Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: two encor biopsy probes were returned for evaluation. The probes were bloody. Foreign material appeared on the tip of the aperture and cutter. The returned probes were functionally tested, both devices passed maximum vacuum test and vacuum differential test. The probes were inserted into a piece of beef and around the clock sampling was performed. The probes were able to obtain six samples successfully. No error was displayed on the console during testing. No unusual noises were heard during the evaluation. Therfore the investigation is unconfirmed for the reported suction issue and confirmed for the identified foreign material issue. Based upon the available information a definitive root cause could not be determined. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 11/2021), g3 h11: h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during an stereotactic guided breast biopsy procedure through fibroadenoma tissue, the device allegedly had suction issue. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2021).

Event description:
It was reported that during a stereotactic guided breast biopsy through fibroadenoma tissue, the device allegedly had suction issue. The procedure was completed using another device. There was no reported patient injury.